Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose meter read "high" with high ketones. The customer went to the emergency room (ER) and blood glucose (bg) was addressed with intravenous insulin and fluids. Customer left ER a few hours later with bg of 236 mg/dl. The supplies were changed and insulin delivery was resumed.